Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir and infusion set had air bubbles and the reservoir had a leak. The approximate size of the air bubble was about an inch. The customer noticed air bubbles after two meals. The customer stated that there was no visible but the customer could smell it. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated five open and used reservoirs. Performed pre-fill test to reservoir. No occluded, no leakage and did not continue dripping insulin after test. Checked o-rings and stopper groove for defects and none were found. Conclusion: no air bubbles. Also inspected reservoir's o-rings and stopper groove for anomalies. None were found. Ran basal, bolus leaking test: reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs and connector into a insulin pump. Conclusion: reservoirs no leakage and did not continue dripping insulin after test.